Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 16.1 cm to 16.2 cm from the connector pin. The damage found likely contributed to the reported low impedance and noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation. The right ventricular lead exhibited low lead impedance and noise. The lead was explanted and replaced. The patient was stable after the procedure.